Event description:
It was reported that during a fobi pouch procedure, the staple line was noted to be unusual in subsequent reload firing. The staples failed to close for 2cm of the distal staple line. Another device was used to complete the procedure. There were no adverse consequence for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.